Event description:
A power source alert 07 was reported by the caller. There was no adverse impact on the customer's blood glucose level. The caller was instructed by technical support to plug the wall adapter into a functioning outlet and wait for at least 30 consecutive minutes to see if the pump would charge. This resolved the issue, and no further assistance was required.